Event description:
Info received indicates the siderail will not latch in the up position.

Manufacturer narrative:
The technician found the siderail latch shoulder bolt was missing. The technician replaced the shoulder bolt to repair the stretcher.